Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the remstar pro c-flex device was spitting hot foam in the patient's face while the device was in use and the patient was wearing their mask. The entire mask became very hot, and the patient thought it was on fire, and had smoke and debris. There was no reported patient harm or medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Correction: this report is being submitted to include the product UDI.

Event description:
Correction: this report is being submitted to include the product UDI.

Event description:
This report is being submitted to include the device evaluation. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the remstar pro c-flex device was spitting hot foam in the patient's face while the device was in use and the patient was wearing their mask. The entire mask became very hot, and the patient thought it was on fire, and had smoke and debris. There was no reported patient harm or medical intervention. The device was returned and evaluated at the pil lab where evidence of sound abatement foam degradation/breakdown was observed and confirmed in this device. Pil observed the pil supplied known good heated tube did operate. Pil was unable to run a thermal test because of condition of device. No visual evidence of a thermal event. Black substance, consistent with sound abatement foam degradation was observed on the outside bottom of the blower box and was stuck to it, on the bottom of the enclosure, inside the blower motor, inside the blower box, large pieces of sound abatement foam was separated from the main formation, and tiny black pieces were found inside the water tank. Secondary findings included error code e016 logged, missing top enclosure and side panel, significant dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. A high pitch blower whine observed. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to confirm the complaint. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to include the device evaluation. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the remstar pro c-flex device was spitting hot foam in the patient's face while the device was in use and the patient was wearing their mask. The entire mask became very hot, and the patient thought it was on fire, and had smoke and debris. There was no reported patient harm or medical intervention. The device was returned and evaluated at the pil lab where evidence of sound abatement foam degradation/breakdown was observed and confirmed in this device. Pil observed the pil supplied known good heated tube did operate. Pil was unable to run a thermal test because of condition of device. No visual evidence of a thermal event. Black substance, consistent with sound abatement foam degradation was observed on the outside bottom of the blower box and was stuck to it, on the bottom of the enclosure, inside the blower motor, inside the blower box, large pieces of sound abatement foam was separated from the main formation, and tiny black pieces were found inside the water tank. Secondary findings included error code e016 logged, missing top enclosure and side panel, significant dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. A high pitch blower whine observed. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to confirm the complaint. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.